Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event with an infusion set where infuison set did not insert correctly. No further information available.